Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Device eval of belt sn (B)(4) was completed. The reported problem (leaking gel) was unable to be confirmed. As received, there was no evidence of gel leaking from any of the therapy electrodes. The pt was likely applying the extra gel to the therapy electrodes. Pts are only instructed to do this following a treatment.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male pt's spouse contacted zoll on (B)(6) 2010 to report that leaking gel on the rear therapy electrodes was irritating the pt's skin. The pt's spouse reported that the area was open, oozing, and bleeding. The pt had seen a physician the day prior but neglected to show the area. The pt was issued a replacement electrode belt. There was no additional follow up on the condition of the irradiated area.